Event description:
While inspecting the customer's device's and accessories, physio-control observed that a therapy cable assembly (lot code 0914) would not detect a patient test load was connected to the device. As a result, defibrillation was not possible. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.